Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd precisionglide¿ needle had foreign matter inside the syringe. This was discovered before use. The following information was provided by the initial reporter: material no: 305106, batch no: 8250581. It was reported that after the provider withdrew the medication into the syringe, a hair follicle was noticed in the medication in the syringe. Per the reporter, "last week," after the provider withdrew the medication into the syringe, he noticed a hair follicle in the medication in the syringe. The medication was not used. The patient successfully received a dose from a new eylea kit.

Manufacturer narrative:
H.6. Investigation: one photo was provided for evaluation. The photo shows a tray with a vial (small glass bottle) and a 10ml syringe with a needle assembly connected to it. From the photo we can¿t see any foreign matter (fm) in the syringe. It may be there, we just can¿t see it from the photo. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that bd precisionglide¿ needle had foreign matter inside the syringe. This was discovered before use. The following information was provided by the initial reporter: material no: 305106 batch no: 8250581 it was reported that after the provider withdrew the medication into the syringe, a hair follicle was noticed in the medication in the syringe. Per the reporter, "last week," after the provider withdrew the medication into the syringe, he noticed a hair follicle in the medication in the syringe. The medication was not used. The patient successfully received a dose from a new eylea kit.